Event description:
It was reported that during the procedure to treat a 70% stenosed, non-calcified, eccentric, de novo lesion in the mildly tortuous mid and distal left anterior descending, a balance middleweight (bmw) elite guide wire was advanced as a support wire to the first diagonal coronary artery, followed by advancement of a non-abbott guide wire to the lesion in the lad. A non-abbott balloon was advanced over the non-abbott guide wire, then pre-dilatation was performed in the lad lesion, followed by deployment of a non-abbott stent. The bmw elite guide wire became stuck between the deployed stent and the vessel wall, but was ultimately able to be freed from the stent via application of slight force. The bmw elite was then re-advanced toward the stent struts, but was unable to cross through the stent struts. As the radiopaque portion of the tip coils were observed via angiography to be 1mm proximal to the proximal end of the radiopaque tip coils, an additional radiopaque marker was observed and the bmw elite was withdrawn from the patient anatomy and the distal tip coils were noted to be stretched, however, the coils did not appear to be separated from the core, upon visual inspection. A new bmw elite guide wire was used in completing the procedure. A new bmw elite guide wire was used in completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: souh. Stent: resolute integrity 2.75x22, promus element plus 2.25x16, 2.25x20. Removal against resistance; advancement through stent struts. Evaluation summary: the device was returned for analysis. The stretched tip coils were able to be confirmed, however, the additional marker was unable to be confirmed. The guide wire was analyzed under fluoroscopy at abbott vascular and it was noted that in all of the images, no deficit in radiopacity was noted. Therefore, it is likely that the tip of the guide wire prolapsed during advancement, resulting in what appeared to be an extra marker. The failure to advance and removal difficulty could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque balance middleweight elite guide wire instructions for use (IFU) state: do not jail this device between the stent and the vessel wall. It may become impossible to withdraw this device. If strong force applied to this device, it may result in damage or separation of this device. Do not manipulate this device through stent strut. Advancing this device through the stent strut might result in damage or separation of this device. Do not push, auger, withdraw or torque if the tip is not maneuverable, or it becomes entrapped within the vasculature and this device meets resistance. Determine the cause of resistance and take appropriate remedial action as needed. Based on the reviewed information, no product deficiency was identified.